Event description:
This valve was explanted due to endocarditis and aortic insufficiency. According to the pathology report, both leaflets were functioning and there was fibrous tissue attached to the sewing cuff. The valve was replaced with sjm 23aj-501. Add'l info has been requested.